Event description:
It was reported that the patient presented with incisional pain on the implantable cardioverter defibrillator pocket. The patient was treated with medication. The patient condition was stable post-intervention.